Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the enclosure is dirty and stained, has label residue and scuffs, drain plug is rusted, pole clamp is damaged, and dirty, and the line cord is old and worn. The tank was filled with water, and device was powered on, confirming the reported customer complaint. An old pcb board damage, and water tank crack was noted to be the reasons. And the problem source was determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device will not calibrate and is leaking. No adverse effects reported.